Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 334 mg/dl (18.6 mmol/l) between 5 and 24 hours of wearing the pod. It was reported that the patient experienced high bg readings, and upon removal of the pod from their abdomen, the cannula was found to be bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.